Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed using ruby coil lps and a lp system detachment handle (handle). During the procedure, the physician successfully deployed and detached multiple ruby coil lps into the target vessel using the handle. The physician then advanced the next ruby coil lp into the target vessel and attempted to detach it using the handle; however, the ruby coil lp failed to detach. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.